Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the full lead was returned and analyzed. No anomalies were found. The helix was bent. Damage at implant was noted. (B)(4).

Event description:
It was reported that during implant procedure the helix did not deploy smoothly but rather "jumped out" when tested prior to using in the patient. The lead was not used and another lead selected. No patient complications have been reported as a result of this event.